Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced cardiac perforation that required surgical intervention. It was reported that a cardiac tamponade occurred because qdot micro catheter perforated the left atrial appendage. Drainage was performed. However, bleeding could not be controlled, and hemostasis was achieved by thoracotomy. Patient required extended hospitalization. Patient improved. Further details about the procedure includes that approximately 4 hours after the start of the procedure, pac (premature atrial complex) was observed at the left atrial roof vein and around the left atrial appendage. "Icpm" was performed using qdot micro catheter. Subsequently, mapping of the roof vein was performed with octaray, and the ablation catheter was reinserted. At that time, it is possible that the sheath (leftee) advanced too deeply into the left atrial appendage, which may have led to perforation. (This was more than approximately 1 hour after the final pvi ablation.) Within about 10 seconds, blood pressure decreased, and pericardial drainage was performed and thoracotomy was done. However, the physician did point out that there was a delay in the ablation catheter display and it appeared as if the catheter "suddenly advanced" and by the time the catheter display was checked, it may already have perforated the left atrial appendage. A report was submitted in the hospital report as a possible device-related cause. Use of carto3 has been suspended until safety is confirmed. The behavior of the qdot micro catheter was as follows: " 27 min. 06 sec.: ablation catheter was inside the sheath (sh display confirmed). 27 min. 07 sec.: behavior observed with sh display (perforation may have occurred at this timing). 27 min. 08 sec.: contact force 21g detected (at this point the catheter may have exited the sheath). Under "considerations" it was reported that the physician may have been viewing only the enlarged right screen, which could have given the impression that the catheter suddenly appeared. On the screen recording, the catheter remained displayed as inside the sheath while being visualized outside the cardiac cavity, suggesting a higher likelihood that the perforation was caused by the sheath itself rather than the ablation catheter. Other catheter positions included: the octaray inside the roof vein and the lasso which was entering and exiting the left atrial appendage. There was a discrepancy between the physician¿s operational sensation and the displayed position of the ablation catheter, causing a time lag. As a result, perforation had already occurred by the time the catheter position was displayed.